Event description:
The gastrointestinal videoscope was returned to olympus with a reported complaint of it had a leak at the connector; this does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center, the connecting tube and probe cover of the gastrointestinal videoscope had foreign materials. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the connecting tube and probe cover of the gastrointestinal videoscope had foreign materials. Type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.